Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls and coefficient of variation were within acceptable ranges. The cause of the imprecise hcg result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Imprecise human chorionic gonadotropin (hcg) results were obtained on one patient sample on an immulite 2000 xpi instrument. The sample resulted negative upon initial testing. The sample was repeated twice on the same instrument, resulting positive both times with different values. It is unknown which result is considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise hcg result.

Manufacturer narrative:
The initial MDR 2247117-2016-00050 was filed on september 1, 2016. Additional information (08/09/2016): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample and reagent probes and performed the alignments and calibrations. The cse ran quality controls, which were within acceptable ranges. The cse then performed precision testing and observed variation for the samples below concentration of 100miu/ml. Additional information (12/06/2016): when the initial MDR was filed, it was unknown if the initial reporter also sent report to FDA. This information has been obtained and section has been updated.

Manufacturer narrative:
The initial MDR 2247117-2016-00050 was filed on september 1, 2016. The first supplemental MDR 2247117-2016-00050_s1 was filed on december 20, 2016. Additional information (02/15/2017): the immulite 2000 xpi instrument (s/n: (B)(4)) was replaced with an advia centaur xpt instrument.